Event description:
It was reported that, "after placing the anchor-c in the disc space, he tried to insert the 3.5 x 10 self tapping screw. The screw would not lock, so he went to the 3.5 x 10 self drilling screw. With the very same results, he went to the rescue screws. The first one the ring popped off. Attempted one more screw and still wouldn't lock into the cage. Aborted and put in an aviator plate."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. Another identical anchor c diam. 4.0mm, self drilling 10mm screw with the same catalog # 48335410 and the same batch # tm6 also malfunctioned in a similar manner. If the results of the engineering analysis reveal any product issue, a separate report will be filed at that time for this screw.